Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The needle valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 the distributor performed a checkout of the equipment and confirmed the reported complaint. The needle valve was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in possible delivery of hypoxic mixture. There was no patient involvement.